Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised (B)(6) 2011 due to alleged pain, anemia, allergic reaction and improper placement.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Number 14 states, "intraoperative or postoperative bone fracture and/or pain." Under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation may lead to excessive wear and/or failure of the implant or procedure."